Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent unspecified breast surgery with a 300cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of adverse event was may 9, 2022; field b3 has been updated on this form. Mentor was also made aware that patient received sientra brand replacement serial number (B)(6). Manufacturer¿s reference number: (B)(4).